Manufacturer narrative:
The reported 20% energy warning is an anomaly caused by inaccurately attached labels on a certain batch of internal energy sensors (e4) implemented in the excimer laser, or a not accurately adjusted energy sensor range of e4. Both root causes are addressed with performing service actions according to service bulletins. This ¿20% energy warning¿ issue is not related to abnormalities of the gas management of the excimer laser. The target pressure in the laser head gas chamber is set for operation in the range 4900 ¿ 6100 mbar (absolute) with a required accuracy of ± 200 mbar. The reported values of 6260 mbar and 5890 mbar, respectively, are within expected range and may not be correlated to a leakage in the gas system but may be correlated to temperature variations. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site, although no leakage was detected, as a conservative measure, the service technician replaced the laser head as well as the gas bottle and performed system verification. The system verification was completed successfully. The system was determined to be operating within specifications and is still in use. The laserhead and gas bottle was exchanged. Sample was returned to the investigation site for evaluation. The returned laserhead was inspected. Test appraisal showed results were satisfactory. No leaks were found and leak testing results of both pieces of equipment met specifications. There is no indication the product malfunctioned. Review for this unit confirmed the 20% energy messages, but no error messages and no gas leakage are visible in the logfiles. No technical root cause for the gas exposure was identified as the product was found to be within specifications. No gas leak found. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center manager reported during calibration of an excimer laser a gas smell was detected by three employees in the operating room. Reporter indicated one of the employees went to the hospital for chest tightness and complications in breathing. The other two employees will be addressed in different manufacturer reports. No patients were present during this event. Additional information received states that two days before the reported event the laser head pressure was 6260 mbar. On the day of the event the laser head pressure was 5890 mbar.